Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to an unspecified reason. Additionally two left ventricular (lv) leads were attempted and not implanted due to patient anatomy. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. The field representative did not recall the specific implantable cardioverter defibrillator (ICD) product performance concern that prompted device change out, however the attempted leads were not implanted due to patient anatomy. Should additional information become available this report will be updated.